Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), device breakage ('small portions of products / small pieces of products of conception stuck') and genital haemorrhage ('bleeding: gen. Abnormal. Bleed') in a 19-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included flank pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("psych injury/ depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2003. If no removal plan, reason: unable to afford surgery previously reported hysterosalpingogram performed, and now patient claims essure confirmation test(s) not conducted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure was successfully occluded.. Pregnancy test urine - in (B)(6) 2011: left ectopic pregnancy. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- abdominal pain, vaginal hemorrhage, ectopic pregnancy. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Reporter information updated. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression and mental anguish. Medical history, concomitant drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic'), device breakage ('small portions of products / small pieces of products of conception stuck') and genital haemorrhage ('bleeding: gen. Abnormal. Bleed') in a 19-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included flank pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2009, the patient experienced depression ("psych injury/ depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, device breakage, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2003. If no removal plan, reason: unable to afford surgery. Previously reported hysterosalpingogram performed, and now patient claims essure confirmation test(s) not conducted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure was successfully occluded.. Pregnancy test urine - in (B)(6) 2011: left ectopic pregnancy. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- abdominal pain, vaginal hemorrhage, ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy: ectopic') and genital haemorrhage ('bleeding: gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). At the time of the report, the ectopic pregnancy with contraceptive device and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2003. If no removal plan, reason: unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure was successfully occluded. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case was upgraded to incident from other event. New events from pfs: ectopic pregnancy, abdominal pain, abnormal general bleeding, psych injury. Outcome of pain and bleeding were added. Essure insertion date was updated and essure device code changed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.